Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the chemo medication daratumumab leaked from an unidentified location on the tubing during an infusion to a patient. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked from an unidentified location was confirmed. Visual inspection of the set noted clear liquid was inside the 0.2 micron adult filter and tubing throughout the set. No anomalies or evidence of damage were observed. Functional testing resulted in no leaking. Pressure testing confirmed small droplets leaking from the 0.2 micron adult filter¿s bottom air vent (termed ¿weeping out¿). The root cause of the leak was not identified.

Event description:
It was reported that the chemo medication daratumumab leaked from an unidentified location on the tubing during an infusion to a patient. There was no harm.